Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 80% stenosed target lesion was located in the moderately tortuous and mildly calcified right coronary artery. The lesion contained >45 and <90 degrees bend. Pre-dilation was performed with a 2.50x8.00 nc balloon catheter and a 32 x 3.00 promus premier select drug-eluting stent was advanced for treatment. However, during the procedure, significant resistance was felt, and it failed to cross the lesion. A 2.50x10.00 nc balloon was used and the stent was advanced again but still failed to cross the lesion and the stent was found damage. The procedure was completed with a different device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: p select ous mr 32 x 3.00mm stent delivery system (sds), catheter was returned for analysis, the following attributes were examined: a visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The stent outer diameter was measured and the result was this is within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. E1: initial reporter address 1: (B)(6).

Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 80% stenosed target lesion was located in the moderately tortuous and mildly calcified right coronary artery. The lesion contained >45 and <90 degrees bend. Pre-dilation was performed with a 2.50x8.00 nc balloon catheter and a 32 x 3.00 promus premier select drug-eluting stent was advanced for treatment. However, during the procedure, significant resistance was felt, and it failed to cross the lesion. A 2.50x10.00 nc balloon was used and the stent was advanced again but still failed to cross the lesion and the stent was found damage. The procedure was completed with a different device. There were no patient complications reported and the patient status was stable.